Event description:
It was reported that the patient experienced repeated line blocked alarms despite changing the infusion set twice. Bleeding and bruising were observed at the abdominal site. Troubleshooting was performed included moving the site and reconnecting the hub with a 90° rotation, but alarms continued. The event occurred while in use with patient. No patient harm or no patient injury.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A5 - ethnicity was updated. D3 was updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.